Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor events, which was verified in device history, and the alert recurred approximately every 20 minutes after restarts despite battery charge being above 50 percent; the patient was advised to restart, then to discontinue use and transition to back-up insulin therapy, and a replacement device was arranged. Symptoms included hyperglycemia with a highest reported blood glucose of 327 mg/dl for approximately 2 to 3 hours without ketone testing or acute medical intervention. Outcomes included temporary loss of insulin delivery, interruption of automated therapy, and reliance on back-up therapy until replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.